Event description:
The advocate stated the customer tested his blood glucose and received a reading of 358 mg/dl using his contour ts meter. He retested using another meter and received a reading of 176 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for eval. The customer also insisted his meter be replaced. Replacement products were sent to the customer.